Event description:
A non fasting blood glucose test was performed on a pt. The device result was hi, the lab result was 151mg/dl. The device was used again and the result was 241 mg/dl. No treatment was given. The customer stated controls were in range but no values were given. A request was made for the return of the suspect device and replacement product was sent.